Manufacturer narrative:
Product investigation will not be performed since the catheter was not returned for analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Additional information received on april 24, 2014. The procedure was the ablation with thermocool as the patient was in the thermocool arm for paroxysmal atrial fibrillation. The serious adverse event/adverse event arrhythmia was for flutter. At baseline this patient did not have flutter. It was a new event. (B)(4).

Event description:
This complaint is from a (B)(6) clinical study. The patient was experiencing proarrhythmias during the procedure. This event was anticipated. The event grade was moderate and was not life threatening. The patient was given medication and required extended hospitalization. There was no permanent impairment. The outcome is stated to be ongoing. This event has been assessed as possibly device related, definitely procedure related and not applicable to drug. This event is assessed as a reportable as the event is not resolved, it required hospitalization and intervention (medication) and is assessed as possibly device- and definitely procedure- related.